Event description:
Customer allegedly had his plumber install and it is very unstable. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 1392kd, serial number/date code and age of product is unknown. The owner's manual part number 1148125 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's husband called stating that his plumber installed the 1392kd toilet safety frame on the commode, but allegedly it is very unstable. The plumber came back to double check his work and it still wobbles. The consumer has bad knees and is still using the product. No injury alleged.